Event description:
Dirstibutor contacted dexcom technical support on (B)(4) 2015 to report a permanent out of range signal on (B)(4) 2015. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).